Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the set up inspection, the vulcan generator was not working with the grounding pad. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection observed no issues. Functional evaluation revealed the generator fails high impedance by shutting down during the test. The complaint was confirmed and a root cause has been associated with a component failure. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the reported event, include a component failure of the rf printed circuit board or a shorted/defective rf wand could cause damage to the rf pcb.